Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it was reported by the account that the catheter interacted with the heavily calcified anatomy resulting in the failure to advance. Upon further manipulation during attempts to advance the device, the hypotube likely kinked and subsequently separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, heavily tortuous left anterior descending coronary artery. A 2.5x12mm nc traveler balloon dilatation catheter (bdc) failed to cross due to anatomy and the proximal shaft separated into two pieces. The separated portion was simply withdrawn. A 3.5x15mm nc traveler bdc was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.